Event description:
Per independent repair center statement, the unit has low o2 or yellow light. The key failure is the manifold is stuck/leaking. Additional malfunctions are the inlet filter is dirty, the power switch has a short circuit, and the zip ties and hose clamps were replaced.